Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was not coagulating correctly. The patient was reported to have a post-op bleeding from the tonsillectomy site.